Event description:
It was reported that this right ventricular (rv) lead impedance had increased gradually exhibiting within range measurements around 1600 ohms, an increase in pacing thresholds was also noted. Rv lead fracture was noted. The patient was pacing dependent. Rv lead replacement was scheduled. This rv lead was replaced during generator change. No adverse patient effects were reported. The product has not returned for analysis.